Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name: irgacare, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m. (B)(4). Additional information was requested and the following was obtained: what was the name of the procedure? No information. What was the procedure date? No information. What is the lot number? Rbmhmm. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? During use on patient after a few stitches. Investigation summary: an opened box with twenty-two packets of product code vcp1408t was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot: a manufacturing record evaluation was performed for the finished device lot number rbmhmm and no non-conformance's related to the reported complaint condition were identified. Related medwatch reports: 2210968-2021-07770 .

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2021 and suture was used. During the procedure the needle moved from the suture. There were no adverse patient consequences reported. Additional information was requested.